Event description:
In 2008, while giving my daughter a bath, I removed her "johnson & johnson" waterproof band-aid from her legs. She had one small band-aid on each leg. To my horror, I found extreme damage to her skin underneath the band-aid. They were perfectly square shaped holes that looked like third degree burn marks on her legs! These square marks were the exact size of the inside square of the sterile gauze inside the bandage. These marks were not from the adhesive or latex. My daughter is not allergic to anything. She had nothing wrong with her skin before placing the waterproof bandage on, and the band-aids said "sterile" and were not medicated bandages. These bandages are marketed for children and have the strawberry shortcake cartoons on them. These band-aids are sold at most major drug stores and grocery stores and have no warning labels on them - other than the generic "caution some may be allergic to latex" -- I have pictures I took that same night of the skin damage. The next day, I took her to the dr to have the infection treated from the band-aid damage. After she was treated with medication, the infection stopped spreading and she began to heal, however, she now has extreme scarring on both her legs! I am outraged as a mother who bought a trusted band-aid brand, and allowed my daughter to place a pretend "ouchie" band-aid on, only to find out 2 days later that the band-aid has destroyed her skin and started an infection underneath the waterproof band-aid. What's worse is this was not an isolated incident. Her grandparents bought the exact same product and let her place on her other leg, and the same thing happened! Dose or amount: 2 bandages. Frequency: once. Route: top. Dates of use: 2 days in 2008. Diagnosis or reason for use: child wanted to have the band-aid on a pretend "ouchie".